Event description:
The device was connected to a person diagnosed in cardiac arrest. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. An ambulance crew arrived approx 5 to 10 minutes later. The pt was subsequently diagnosed as asystolic. The pt was not resuscitated.